Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the site attempted to take a 3d spin. The system never rotated and started making an alert noise. There were no visual indicators or warning on the pendant. No other information provided at time of call. Delay in surgery and patient impact were not provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576r. H6: multiple annex a codes were coded for this event. A0508 was coded for the alert noise. A090501 was coded for attempting to take a 3d spin. A150204 was coded for the system not rotating. H3, h6: the system was serviced in the field and the starter board was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the starter upgrade kit, lot number: s1927elm rev. C, was returned to the manufacturer for analysis. The starter upgrade kit was installed in test system c1416. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. There were no failures found. Codes b01, c19 and d14 are applicabel to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was a l2-pelvis fusion. There was no surgical delay. There was no impact on patient outcome.